Event description:
It was reported that the right ventricular (rv) lead had insulation damage. Additionally, the lead had high thresholds, low impedance and was oversensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.